Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens did not expand inside the eye. Reportedly, the lens was hard and could not be fragmented with tools. The incision was enlarged and the lens was removed whole. Add'l info had been requested but has not been received.